Manufacturer narrative:
The affected device was analyzed on-site by dräger service which replaced the pcb of the device's central "control and monitoring unit¿. The replaced part and the log files were secured for a detailed investigation. The log entries confirmed that the device detected an internal deviation and performed a single restart at 05:11 on the date of the event. After the restart the device continued ventilation until it was stopped by the user at 05:25. Examination of the replaced pcb identified an internal communication issue of the processor system via can-bus. The can-bus communication is used for direct internal fast communication between the internal system components. The security software of the device detected a deviation in the can-bus related data transfer or an inconsistency in the expected system information and performed a restart of the ventilator. Replacement of pcb solved the issue. Performing a restart (warm start) is an established approach to reach a well-defined and stable operation state of the ventilator after unexpected deviation by restarting internal software processes even without or before operator intervention. During the restart sequence which lasting approximately 12 seconds the device opens the pneumatic system to ambient to enable spontaneous breathing of the patient. The user will be alerted by means of a corresponding high-priority alarm. After completion of the restart the ventilation will be continued with the last valid settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use of the ventilator, the screen turned to black, and a restart occurred. The restart was alarmed by the device and the ventilation was resumed after the restart. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during use of the ventilator, the screen turned to black, and a restart occurred. The restart was alarmed by the device and the ventilation was resumed after the restart. There were no patient health consequences reported.